Event description:
It was reported that a blackish foreign substance was found in administration port of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified when the total parenteral nutrition (tpn) was filled into the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from august 23, 2021 - august 24, 2021. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a dark particle matter inside the spike port cover. Additional magnified inspection verified a loose dark particle matter approximately 1.00 square millimeters possibly of burnt material inside the spike port cover of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.